Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8108896. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-05-07. Medical device lot #: 8101553. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-04-11. Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® winged safety push button blood collection set there was an issue with poor sleeve function.

Manufacturer narrative:
The following field was updated due to corrected information: descibe event or problem: it was reported with the use of the bd vacutainer® winged safety push button blood collection set there were 2 issues with poor sleeve function. H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for a side-pierced rubber sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for a side-pierced rubber sleeve with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® winged safety push button blood collection set there were 2 issues with poor sleeve function.

Manufacturer narrative:
Lot 8108896 was investigated for this customer event under MFR# 1710034-2018-00842 as it is manufactured by a different bd plant (sandy, ut). This lot# will not be covered in the investigation for 1710034-2018-00848 and the related fields have been updated in this supplemental. The following fields haven been updated due to corrections: d.4. Medical device lot #: 8101553 d.4. Medical device expiration date: 2020-04-30 h.4. Device manufacture date: 2018-04-11.

Event description:
It was reported with the use of the bd vacutainer® winged safety push button blood collection set there was an issue with poor sleeve function.